Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-02498 and 3005099803-2011-02499. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used during a procedure on (B)(6), 2011. According to the complainant, during the procedure, the first resolution clip (manufacturer report # 3005099803-2011-02498) would not release while inside the patient. A second resolution clip (manufacturer report # 3005099803-2011-02499) was used and the same issue occurred; the clip would not release while inside the patient. The procedure was completed with a third resolution clip without complications. There were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.